Event description:
During preliminary mfg testing, after the device sounded a "cassette" alarm, and the roller clamp on the tubing was released, fluid from the secondary container mixed into the primary container. It was also noted that fluid flowed from the distal end of the tubing set when the door of the device was opened. There were no reports of any adverse pt events while the device was in clinical use.